Event description:
It was reported that this right atrial (ra) lead was suspected of lead dislodgement as the pacing might have been compromised. The atrial and ventricular waves were aligned on the presenting data. As of this time, this ra remains in service. No adverse patient effects were reported.